Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse replaced the filter element and adjusted the pressure parameters. After the inspection, no problems were found. Repairs are no completed. A supplemental report will be submitted when additional information is provided. The full name of the event site in was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the catheter was obstructed in inflation. The iabp unit was replaced. There was no patient harm, injury, or adverse event reported.

Event description:
N/a.